Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. Upon removal of the sheath after valve deployment, the end appeared to have split more than usual, which made it appear like a piece was missing. There was no resistance noted during insertion of the sheath or delivery system. There was also no withdrawal difficulty. The case went well and there was no patient injury. The patient is in stable condition at the conclusion of the case.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 device code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded as designed. Distal tip torn radially along distal liner edge and torn tip piece separated. Only slanted score line present. Partial liner delamination near distal end. Imagery was provided from the site and revealed the following: patient's access vessels had presence of tortuosity and minimal calcification. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints were confirmed per provided device imagery and returned device condition. Available information suggests that variability in tip expansion and/or patient factors (tortuosity) likely contributed to the event as it was ''moderate'' calcification and tortuosity was reported. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. It is possible that the challenging patient anatomy (e.g. Tortuosity) promoted thv catching onto the sheath distal tip via non-coaxial advancement trajectories, leading to tip tear. Applying device manipulation (e.g. Push force) to overcome any physical interference between devices, could cause torn tip to separate. However, based on the provided information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.